Event description:
The patient's mother contacted animas on (B)(6) 2012 alleging frequent "pump not primed" alarms and to report a loose component within the pump. The reporter stated she could hear a rattling noise when the pump vibrated and when picked up and moved. The reporter stated that the frequent prime alarms began 3 days prior to contacting animas. The reporter confirmed she was able to re-prime the pump successfully when the pump alerted user of issue. At the time of the call, the patient's mother reported that prior to when the patient began to obtain the prime alarms, the patient had been hospitalized with dka on (B)(6) 2012. The reporter claimed the patient's blood glucose level was 500 mg/dl and tested (B)(6) for large ketones at the time of her admission. The patient's mother stated the patient was placed on IV drip and discharged on the following day. The reporter informed customer support that prior to the patient's hospitalization the patient had an upper respiratory infection. Review of pump alarm history revealed one record of low cartridge on (B)(6) 2012. It was noted that there were no recent alarms. Customer support noted that total daily deliver was reviewed and all was within limits. This complaint is being reported because the patient was hospitalized with dka while on insulin pump therapy. However, there is no indication that the "pump not primed" alarm or loose component within the pump caused or contributed to the patient's serious injury, since these alleged issues began after the patient had already been discharged from the hospital.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump black box showed that rebooting had occurred; no alarms related to the complaint were observed. No damage was observed to the battery compartment or cap. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No power issues or alarms occurred during testing. No delivery related defects were found during testing. During testing, a rattling was heard when the pump was shaken. The pump was opened and a loose internal component was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.